Event description:
It was reported that the equipment (i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300d (part number 10140-000) was used in a procedure. The settings were apc pulsed, effect 2 at 20 watts. However, the patient had a perforation. No further information was provided.

Manufacturer narrative:
The apc/esu system was returned and thoroughly checked. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no equipment problem was found that would have caused or attributed to the event. The settings used were typical/common. Most likely there were many factors involved with the situation (for example, the physician's technique, patient's condition, etc). It appears that upon treatment with apc the remaining wall was not sufficient to stay intact which resulted in the perforation. However, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-servicing work will be offered to, and as possible, performed at the medical center. No trends have been identified with this incident. Erbe USA is now closing the file on this event.